Event description:
Additional information received on 17dec2018 clarified that the type of procedure was percutaneous nephrostomy (pcn).

Manufacturer narrative:
Additional information: b5: the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned with the mac-loc in the unlocked position. The visual inspection revealed no surface damage on the device. A functional test found the presence of a leak between the catheter tubing and connector cap, confirming the customer complaint. The dimensional measurements found no indication of the device being manufactured outside of specifications. Tug and twist tests conducted on the complaint device revealed that the proximal assembly was secure. It was noted that the tubing was able to freely rotate within the cap indicating the flare was not fully compressed. It is possible the tubing became dislodged during use. The connector cap was removed and upon removing the cap, the suture string was found not to be wound in the threads. The flare appeared to have a small lip and a diameter measuring at 0.225¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot or subassemblies. There is no evidence to suggest the product was not made to specifications. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of returned product, and the results of our investigation, a definitive root cause could not be established. An incidental finding of the returned device revealed that the proximal assembly was secure, however, the tubing was able to freely rotate within the cap suggesting that the flare was not fully compressed. It is possible that the tubing became dislodged during use which could have contributed to the described failure mode, however, due to the compression of the flare within the cap and the potential damage upon removal, this potential factor could not be confirmed. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since previous medwatch report was submitted.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed percutaneously in the patient for a drainage procedure via abdominal access. After placement, the physician found a leak at the connection between the catheter and the hub. The catheter was replaced and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.